Event description:
It was reported that the user disconnected from the ilet to shower and remained disconnected until changing expired supplies, after which blood glucose remained elevated with a recorded high of 386 and out-of-range duration of about two hours; no ilet alerts occurred, and the user was able to self-manage without outside assistance or medical intervention. Symptoms included agitation. Outcomes included transient hyperglycemia that resolved after supplies were changed. Investigation included user troubleshooting and education. Investigation of this case revealed hyperglycemia with unclear cause, with contributory factors including prolonged disconnection from insulin delivery; no device alarms were reported and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.